Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and spoke with facility personnel regarding the reported event. Facility personnel stated that contrary to the reported event no fire was observed but rather "sparking" due to an electrical short. The technician confirmed there was no evidence of smoke or fire within the unit. The technician found the root cause of the reported event to be a damaged heating element within the drying manifold of the washer causing the electrical short. The technician replaced the heating element, tested the unit, confirmed it to be operating according to specifications, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that "fire" was observed inside the chamber of their reliance vision washer. The fire alarm was not activated, and no evacuations were conducted. No report of injury.